Event description:
It was reported that the customer was hospitalized for lbgs. It was stated that the customer had hbgs yesterday and changed out the set twice. The customer also treated hbgs with manual injections. The nurse stated that the customer went to lay down and woke up to talk with the spouse. Then it was stated that the customer became incoherent. Later on that day, the customer called back with the nurse. They stated that the customer took too much insulin when customer treated for hbgs. There were no other significant findings.